Event description:
The procedure was to treat the patient's cephalic vein stent (type unk) that had restenosed. Some improvement was obtained with angioplasty using a 10mm opta pro balloon. The balloon ruptured during angioplasty. During removal, the balloon fragmented and separated. The tip of the balloon was on the wire but could not be removed. A snare catheter was placed in the central cephalic vein. The tip of the wire was snared. The snare was used to hold the balloon tip in place as the entire system was withdrawn.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.